Event description:
(B)(4). Hives all over my body. Stomach is bloated all the time, with pain on the right side. Joint inflammation (knees, arm and hands). My eyes have become very dry and painful. Cyst on my right ovary. Numbness on my legs when I lay down or a painful tingly feeling. Diagnosed with sjogren's and my ana test came back positive.